Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that syringe sizer misalign recall completed. Replaced sizer sensor, rear case, barrel clamp, left iui, left iui seal, right iui, top disk holder and carriage block assembly. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 22feb2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to mechanical failure of syringe sizer sensor. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. There was a barrel clamp calibration failure. This is related to the size sensor recall. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was broken or damaged. There was a barrel clamp calibration failure. This is related to the size sensor recall. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that syringe sizer misalign recall completed. Replaced sizer sensor, rear case, barrel clamp, left iui, left iui seal, right iui, top disk holder and carriage block assembly. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 22feb2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device was broken or damaged. There was a barrel clamp calibration failure. This is related to the size sensor recall. No additional information was provided. There was no patient involvement.